Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a display issue with black lines across the middle and double imaging; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 8:11:00. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is available for evaluation; however, the device has not yet been received. Once the device is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a display malfunction was confirmed during evaluation. The cause of the reported condition was determined to be a faulty main display screen. The main display screen assembly was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.